Event description:
Procedure type: lap chole. According to the reporter: as the bag was deployed from the device it locked, ripped and separated from the ring. The string stayed with the ring leaving the bag unable to close. The bag was retrieved from the patient's cavity. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).